Event description:
Hcp reported pt's pump stopped following radiation therapy. Physician called manufacturer's technical services for guidance. Pump still did not start. A follow up report will be sent when additional info is received.